Event description:
It was reported that a patient presented in clinic for a normal device check with non-sustained rv oversensing episodes. Upon analysis of the episodes, myopotential oversensing was suspected. Coughing was able to reproduce the noise. Programming changes were made and the oversensing was no longer present.

Manufacturer narrative:
(B)(4).